Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the lot number is unknown, it was not possible to confirm whether the device was part of the recalled lots. Therefore, fields h7 and h9 cannot be determined and have been left blank accordingly. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned, and the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient underwent a laparoscopic with bilateral salpingectomies procedure wherein a thunderbeat device was used. The physician stated in his operative note that "bladder adherent to the anterior lower uterine segment. Both ovaries adherent to the uterus and large bowel. Left ovarian cyst. Both fallopian tubes enlarged and adherent to anterior abdominal wall and adnexa. On postoperative cystoscopy, there was efflux of urine from both ureters with intact bladder mucosa." In the description of the operation, there was no mention of identifying the path of the ureter in the operative field. Despite complaints of continued pain following the surgery, the patient was discharged. On (B)(6) 2022, the patient was evaluated in the user facility's emergency department because of "intermittent abdominal pain since the procedure." She presented with worsening suprapubic and left lower quadrant abdominal pain that has been getting worse and is constant now. On (B)(6) 2022, the patient had a urology consult and it was concluded that there was a concern for injury either to the bladder and/or ureter. On (B)(6) 2022, the patient underwent a cystoscopy to evaluate her bladder and ureters for possible injury or leak. The patient was told she would need a repair of the ureter and possibly a ureteral implant. On (B)(6) 2022, the patient had a left nephrostomy tube placement. The patient presented to another facility on (B)(6) 2023. Gynecology and oncology was consulted due to her recurrent abdominal pain. She was then evaluated and offered definitive surgery to repair her left ureter and resect her persistent abdominal mass. On (B)(6) 2023, she underwent a left salpingo-oophorectomy, left ureteroneocystotstomy with double j stent placement and omental flap. On (B)(6) 2023, she was discharged home with a ureteral stent. On (B)(6) 2023, the ureteral stent was removed. It was further reported that the thunderbeat device was defective because the seal button would remain engaged after the button is released and not immediately return to a neutral position. This left the seal action engaged to prolong the burning effect and left the other organs and the patient exposed to unintended thermal injuries. The device which burned when the doctor did not realize it was burning, allegedly caused the thermal injury to the patient. The patient allegedly suffered extreme pain and agony which continues to the present and which is expected to continue for the rest of her life.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information was requested but no further information was obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2024-00080.